Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Patient reported left side ¿problems with pain¿, ¿inflammation¿, ¿water accumulation on the left side for a year¿ and ¿diagnosis capsular fibrosis¿, capsular contracture baker grade unknown. Device remains implanted.